Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), anaemia ("anemia") and headache ("headaches"). The patient was treated with surgery (underwent salipingo-hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, anaemia and headache was resolving. The reporter considered abdominal pain lower, anaemia, genital haemorrhage and headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils were properly placed incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ lower abdominal pain') and genital haemorrhage ('heavy bleeding') in a 44-year-old female patient who had essure (batch no. 624468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, gerd, hot flashes, sacroiliitis, hyperlipidemia, depression, motion sickness, hyperlipidemia, adenomyosis and uterine fibroid. Previously administered products included for an unreported indication: birth control pills from 2004 to 2009, docusate sodium, ibuprofen, magnesium citrate and codeine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder & yeast"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and cyst ("cysts"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced migraine ("migraines / headaches/ headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pain in extremity ("hand pain"), back pain ("lower back pain"), headache ("headache") and urinary tract infection ("urinary tract infection "). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, anaemia, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, irritable bowel syndrome, cyst, pain in extremity, back pain and headache had resolved, the genital haemorrhage was resolving and the vulvovaginal mycotic infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, anaemia, back pain, bladder disorder, cyst, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: right: 3 coils left: 3 coils. Discrepancy noted in insertion date- on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: coils were properly placed. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event : urinary tract infection were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ lower abdominal pain') and genital haemorrhage ('heavy bleeding') in a 44-year-old female patient who had essure (batch no. 624468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, gerd, hot flashes, sacroiliitis, hyperlipidemia, depression, motion sickness, hyperlipidemia, adenomyosis and uterine fibroid. Previously administered products included for an unreported indication: birth control pills from 2004 to 2009, docusate sodium, ibuprofen, magnesium citrate and codeine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder & yeast"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and cyst ("cysts"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced migraine ("migraines / headaches/ headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pain in extremity ("hand pain"), back pain ("lower back pain") and headache ("headache"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, anaemia, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, irritable bowel syndrome, cyst, pain in extremity, back pain and headache had resolved, the genital haemorrhage was resolving and the vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain lower, anaemia, back pain, bladder disorder, cyst, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: right: 3 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: coils were properly placed. Most recent follow-up information incorporated above includes: on 29-jul-2019: reporter and patient demographics, medical history, historical drug were added and updated onset date of laboratory data. Updated suspect drug indication and added lot number. Added events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder & yeast, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, gastrointestinal or digestive system condition type: ibs, cysts, hand pain, lower back pain. Added onset date events , reported events, outcomes of events cystitis, cysts, irritable bowel syndrome, weight increased, pelvic pain, dyspareunia, dysmenorrhoea, migraine, urinary tract disorder, bladder disorder, cystitis, menorrhagia, vaginal haemorrhage, anaemia was updated as recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ lower abdominal pain') and genital haemorrhage ('heavy bleeding') in a 44-year-old female patient who had essure (batch no. 624468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, gerd, hot flashes, sacroiliitis, hyperlipidemia, depression, motion sickness, hyperlipidemia, adenomyosis and uterine fibroid. Previously administered products included for an unreported indication: birth control pills from 2004 to 2009, docusate sodium, ibuprofen, magnesium citrate and codeine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder & yeast"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and cyst ("cysts"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced migraine ("migraines / headaches/ headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pain in extremity ("hand pain"), back pain ("lower back pain") and headache ("headache"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, anaemia, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, irritable bowel syndrome, cyst, pain in extremity, back pain and headache had resolved, the genital haemorrhage was resolving and the vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain lower, anaemia, back pain, bladder disorder, cyst, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: right: 3 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ lower abdominal pain') in a 44-year-old female patient who had essure (batch no. 624468, 624469) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, gerd, hot flashes, sacroiliitis, hyperlipidemia, depression, motion sickness, hyperlipidemia, adenomyosis and uterine fibroid. Previously administered products included for an unreported indication: birth control pills from 2004 to 2009, docusate sodium, ibuprofen, magnesium citrate and codeine. Concurrent conditions included candida vaginal, sacroiliitis, dysuria, insomnia, uterine mass and menometrorrhagia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder & yeast"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2009, the patient experienced genital haemorrhage ("heavy bleeding"), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and cyst ("cysts"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced migraine ("migraines / headaches/ headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pain in extremity ("hand pain"), back pain ("lower back pain"), headache ("headache") and urinary tract infection ("urinary tract infection "). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, anaemia, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, irritable bowel syndrome, cyst, pain in extremity, back pain and headache had resolved, the genital haemorrhage was resolving and the vulvovaginal mycotic infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, anaemia, back pain, bladder disorder, cyst, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: right: 2 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded); on (B)(6) 2009: unilateral occlusion (right tube occluded). As per previous information, bilateral occlusion was observed on this date. Discrepancy noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: mr received. Lot no. Were added. Medical history were added. On 16-mar-2020: pfs received: lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ lower abdominal pain') in a 44-year-old female patient who had essure (batch no. 624468, 624469) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, gerd, hot flashes, sacroiliitis, hyperlipidemia, depression, motion sickness, hyperlipidemia, adenomyosis and uterine fibroid. Previously administered products included for an unreported indication: birth control pills from 2004 to 2009, docusate sodium, ibuprofen, magnesium citrate and codeine. Concurrent conditions included candida vaginal, sacroiliitis, dysuria, insomnia, uterine mass and menometrorrhagia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder & yeast"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2009, the patient experienced genital haemorrhage ("heavy bleeding"), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and cyst ("cysts"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced migraine ("migraines / headaches/ headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pain in extremity ("hand pain"), back pain ("lower back pain"), headache ("headache") and urinary tract infection ("urinary tract infection "). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, anaemia, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, irritable bowel syndrome, cyst, pain in extremity, back pain and headache had resolved, the genital haemorrhage was resolving and the vulvovaginal mycotic infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, anaemia, back pain, bladder disorder, cyst, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: right: 2 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded); on (B)(6) 2009: unilateral occlusion (right tube occluded). As per previous information, bilateral occlusion was observed on this date. Discrepancy noted. Lot number: 624468 manufacture date:2007-04 expiration date: 2009-03. Lot number:624469 manufacture date: 2007-04 expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ lower abdominal pain') in a 44-year-old female patient who had essure (batch no. 624468, 624469) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, gerd, hot flashes, sacroiliitis, hyperlipidemia, depression, motion sickness, hyperlipidemia, adenomyosis and uterine fibroid. Previously administered products included for an unreported indication: birth control pills from 2004 to 2009, docusate sodium, ibuprofen, magnesium citrate and codeine. Concurrent conditions included candida vaginal, sacroiliitis, dysuria, insomnia, uterine mass and menometrorrhagia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder & yeast"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2009, the patient experienced genital haemorrhage ("heavy bleeding"), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and cyst ("cysts"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced migraine ("migraines / headaches/ headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pain in extremity ("hand pain"), back pain ("lower back pain"), headache ("headache") and urinary tract infection ("urinary tract infection "). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, anaemia, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, irritable bowel syndrome, cyst, pain in extremity, back pain and headache had resolved, the genital haemorrhage was resolving and the vulvovaginal mycotic infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, anaemia, back pain, bladder disorder, cyst, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: right: 2 coils left: 3 coils. Lot number: 624468, manufacture date:2007-04, expiration date: 2009-03. Lot number:624469, manufacture date: 2007-04, expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.